Event description:
This report was received from global pharmacovigilance (gpv) and this is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a caucasian subject coincident with dianeal pd4 unknown bag and extraneal viaflex therapies. On (B)(6) 2008, the subject began therapy with dianeal pd4 unknown bag intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The action taken with dianeal and extraneal was not reported. On (B)(6) 2009, the subject experienced bacterial peritonitis manifested by cloudy peritoneal effluent, and was hospitalized that same day due to the event. On (B)(6) 2009, empiric antibiotic treatment with ip vancomycin and ip ceftazidime was started (dose and frequency not reported). On (B)(6) 2009, treatment with ceftazidime ended. On (B)(6) 2009, the subject was discharged from the hospital. On (B)(6) 2009, treatment with vancomycin ended. The primary contributing factor to the event was break in sterile technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because it was reported that the patient had a breach in aseptic technique. However, the assignable cause was undetermined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported condition.